Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected low battery alarms, replace battery alerts, or replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 10 mmol/l. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer states received the replace battery now without low battery warning. The insulin pump will be returned for analysis.